Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced abscess and infected mesh. Post-operative patient treatment included revision surgery, incision and drainage of left subphrenic abscess, and extraction of infected marlex mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 patient codes - e2402 (dense hard empyema sac). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infected mesh, pericardial effusions, pericardial tamponade with cardiac arrest, extensive hematoma in the mediastinum, chronic left subphrenic abscess, dense hard empyema sac, adhesions, mesh broke down and retracted, recurrence, pain, chronic inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, mesh deformation, and scar tissue. Post-operative patient treatment included revision surgery, incision and drainage of left subphrenic abscess, drainage of loculated basal empyema with excision of empyema sac, splenectomy after 22 units of blood, transfusion, transferred to ICU, CPR required, and extraction of infected marlex mesh and metal spiral tacks.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infected mesh, pericardial effusions, pericardial tamponade with cardiac arrest, extensive hematoma in the mediastinum, chronic left subphrenic abscess, dense hard empyema sac, adhesions, mesh broke down and retracted, separate fragments of mesh, recurrence, pain, chronic inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, mesh deformation, scar tissue, obstructions, bleeding, fistulas, abdominal wound issues, rash. Post-operative patient treatment included revision surgery, insertion of left subclavian central venous line, left posterolateral thoracotomy extended into the retroperitoneal space with incision and drainage of left subphrenic abscess, drainage of loculated basal empyema with excision of empyema sac, lysis of adhesions, splenectomy after 22 units of blood, transfusion, transferred to ICU, CPR required, extraction of infected marlex mesh and metal spiral tacks, medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infected mesh, pericardial effusions, pericardial tamponade with cardiac arrest, extensive hematoma in the mediastinum, chronic left subphrenic abscess, dense hard empyema sac, adhesions, mesh broke down and retracted, separate fragments of mesh, recurrence, pain, chronic inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, mesh deformation, scar tissue, obstructions, bleeding, fistulas, abdominal wound issues, rash. Post-operative patient treatment included revision surgery, insertion of left subclavian central venous line, left posterolateral thoracotomy extended into the retroperitoneal space with incision and drainage of left subphrenic abscess, drainage of loculated basal empyema with excision of empyema sac, lysis of adhesions, splenectomy after 22 units of blood, transfusion, transferred to ICU, CPR required, removal of mesh and metal spiral tacks, medication.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infected mesh, pericardial effusions, pericardial tamponade with cardiac arrest, extensive hematoma in the mediastinum, chronic left subphrenic abscess, dense hard empyema sac, adhesions, mesh broke down and retracted, and scar tissue. Post-operative patient treatment included revision surgery, incision and drainage of left subphrenic abscess, drainage of loculated basal empyema with excision of empyema sac, splenectomy with 22 units of blood, and extraction of infected marlex mesh and metal spiral tacks.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Patient code-c64343 (empyema). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced abscess and infected mesh. Post-operative patient treatment included revision surgery, incision and drainage of left subphrenic abscess, and extraction of infected mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced an unspecified adverse outcome. Post-operative patient treatment included revision surgery.